Event description:
This complaint is from a database related research activity (drra): real-world impact of steerable sheaths for paroxysmal atrial fibrillation catheter ablation: the insight study. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: carto vizigo bi-directional guiding sheath, carto® 3 ep navigation system, thermocool smarttouch sf, pentaray, lasso. Adverse event(s) and provided interventions: vizigo group: o 1 patients had comprised cardiac tamponade/pericardial effusion. O 2 patients had compromised major vascular access/bleeding. O 1 patients had compromised thromboembolism (who also experienced major vascular access/bleeding). Non-vizigo group: o 1 patients had comprised cardiac tamponade/pericardial effusion. O 4 patients had compromised major vascular access/bleeding. There were no reports of atrioesopheageal fistula, phrenic nerve paralysis/injury, severe pulmonary vein stenosis, stroke, transient ischemic attack, myocardial infarction, pericarditis, or vagal nerve injury. No procedure-related deaths occurred.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).